Manufacturer narrative:
Additional info / corrected data: additional information was received and it was learnt that the lens was stuck in cartridge, only the cartridge contacted the patient. This event has now been determined not to be a reportable event. No further reports will be submitted under this manufacturer report number. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation an intraocular lens (model pcb00) would not eject from the cartridge. Reportedly, the lens touched the patient's eye. No incision enlargement, no sutures were used and patient injury was reported. No further information was provided.